Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast reconstruction surgery with a 350cc mentor memorygel breast implant experienced right sided rupture post procedure. As a result, patient has a planned explantation on (B)(6) 2021.

Manufacturer narrative:
On september 27, 2021 the mentor failure analysis lab has received the device for evaluation. Patient's event date has been updated (B)(6) 2021. Patient was replaced with a 405cc mentor memorygel breast implant. The investigation of the returned device was completed by the failure analysis lab on september 29, 2021. Device evaluation summary: the product was returned to mentor for evaluation and mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the gel siltex mod-rnd 350cc breast implant had parallel lines of shell wear on the posterior aspect. A tear with a length of 5 cm was observed within these parallel lines. The evaluation determined that the cause of the rupture was consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stress to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).